Event description:
It was reported that, "the arthroplasty was revised due to instability. The tibial insert was revised. The component was implanted in situ for 2/1 y. The pt presented with a (B)(6) score of 6 three months prior to revision surgery and maximum score of 7."

Manufacturer narrative:
No other info has been provided. No other specific info is available from the research center.